Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that the pt was admitted to the hospital due to low pulsatility index and reduced pump flow. While in the hospital, the pt reportedly complained of chest pain and tachycardia. Increased troponin levels were noted. The info provided to the MFR at the time indicted that a clinical issue with the pt was suspected, however, add'l info submitted to the MFR through device tracking reported that the pt had expired approximately one month later due to "pump failure.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hospital regarding the event and the product disposition. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.